Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that a bovie pencil was used for several minutes and then the resident surgeon stopped activating the bovie pencil and electrode was moved off patient tissue. A small flame ignited on the tip of the electrode after energy delivery had stopped. They used new electrode to complete procedure. There was no patient harm.

Manufacturer narrative:
(B)(4). Date of follow-up report: 14 feb 2017. Evaluation summary: the e1455 device was returned for evaluation. The investigation did not confirm the customer report that a small flame ignited on the tip of the electrode after energy delivery had stopped. Visual inspection found that eschar was under the ptfe insulator and there were signs that the device had been exposed to excessive heat. The electrode was attached to a test pencil and activated. No flame or abnormal effects were noted. The tip of the electrode discolors when activated and used on tissue, which is a normal part of electro surgery and is not considered a defect of the product. The investigation found the device to function normally. The IFU states, tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material. A review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications.